Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic broke off during the insertion into the eye. The broken lens was removed and a new lens was implanted. Incision size was enlarged, but no other complications were noted. Additional information was received where the facility attributed the broken haptic to the lens becoming stuck inside the inserter. Though the incision size was enlarged, sutures were not required to complete procedure.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found only one small section of the lens was returned. Functional testing cannot be performed due to the returned condition of the lens. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause could not be determined. However, it is likely that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.